Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: discovered the unit was operating properly with a leak from the basin. The fse replaced the basin and drained the screen and the over-flow hose. The fse then performed a test cycle. The unit met the MFR's specifications. Result: other - basin.

Event description:
The customer alleged there was a small cidex leak from the unit. The customer stated that no injuries were reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.